Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm was noted during testing. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing endcap sticker. No moisture damage inside pump was noted. (B)(4).

Event description:
The customer reported via phone call indicating button error and moisture damage on the insulin pump. The customer's blood glucose was 110 mg/dl. The customer stated that the pump was soaked due to down pour. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.